Event description:
An article published by the cardiovascular and interventional radiological society of europe reviewed the "ten years of experience with the gore excluder stent-graft for the treatment of aortic and iliac aneurysms: outcomes from a single center study" (dr. Maleux, et al, published on august 6, 2011). Between (B)(6) 1998 and (B)(6) 2010, a total of 121 nonconsecutive patients were selected for gore excluder stent-graft implantation at the university hospitals of (B)(6). The group of physicians discussed in this article that the device became infected due to sepsis. A resection procedure was performed. Additional information about specific patients, devices, and events is not available therefore gore cannot determine if any of these events were previously reported.

Manufacturer narrative:
Device lot/serial number was requested but not provided to gore. A review of the manufacturing records for the device could not be completed. Additional information along with images of the event were requested but not provided to gore. With information provided, gore was unable to determine the root cause of this incident. Additional information about specific patients, devices, and events is not available therefore gore cannot determine if any of these events were previously reported. According to the gore excluder aaa endoprosthesis instructions for USA (IFU), adverse events that may occur and/or require intervention include, but are not limited to infection (e.g., device or access sites). Please note: the average age of the patients discussed in the article was 72.8 years old; and 97% of the patients were men. Please note: the article was published on august 6, 2011 - this date is used as the date of event.